Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. E2, e3 were inadvertently selected on initial mw and should be blank. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was found that the distal end was impacted and deformed, and it is likely the defect was caused by excessive mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the telescope tip end was bumped. The issue occurred during preparation for use before an unknown diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.